Manufacturer narrative:
A comparison study was performed between the customer's analyzer and an analyzer at a reference site and the results were acceptable. The customer confirmed they have had no further issues. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial numbers were (B)(6). The customer declined a service visit for this issue. Scheduled preventive maintenance was performed and no issues were found. All electrodes were replaced and ise checks passed. Precision testing was performed and was within specification. The analyzer alarm trace contained abnormal aspiration alarms around the time of the event. This may be an indication of poor sample quality.

Event description:
The was an allegation of questionable ise indirect gen 2 potassium results from cobas 8000 cobas ise modules. At 0800, the result for the patient was 6.7 mmol/l with a data flag. The sample was tested on two other cobas analyzers and the result was the same the result was reported outside of the laboratory to the doctor who had the patient go to the hospital ER. The result from a new sample using a siemens analyzer was 4.0 mmol/l. On (B)(6) 2023, the first sample was retested on three cobas ise units in the laboratory. All results were 6.7 mmol/l. The sample was sent to two reference laboratories and the results were 7.0 and 6.5 mmol/l. An aliquot of the second sample drawn at the ER was tested on the cobas and the results were 4.0 mmol/l and 6.4 mmol/l. The customer then tested the sample on all four cobas modules and the results were between 6.4 - 6.5 mmol/l with a data flag. The sample was tested at a different reference laboratory and the result was 5.0 mmol/l. The results obtained at the hospital ER were believed correct.